Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle deployed early. Pod was not worn.

Manufacturer narrative:
The device was received fully deployed. Initial inspection found the housing vent to be damaged was observed on the bottom housing. The exact timing and cause of this damage cannot be determined. The exposed portion of the soft cannula was observed to be stretched. The fluid path was tested and the exposed portion of the soft cannula was measured out of specifications. Although the cannula was stretched, fluid was still able to exit the fluid path. The exact timing and cause of this damage could not be determined. No timeouts or drive stalls were seen in the download data. The data indicates that the pod completed both the first and second priming sequences before being deactivated. No damages or defects were observed that would result in the needle deploying early. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. Although no problems were found, it could not be determined when the device deployed. No other damages or deficiencies were observed during the investigation.